Manufacturer narrative:
510k: this report is for an unk - insertion instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the instrument set was delivered to the hospital. During the check, the hospital found that there was a grime inside the instrument. There was no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).